Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient experienced pacemaker syndrome. The atrial lead exhibited low impedance, loss of capture and loss of sensing. It was noted that the patient had recently undergone open heart surgery. The device was reprogrammed and the patients symptoms stopped. The patient was in good condition and would continue to be monitored.

Event description:
The new information reports that the patient was brought in for lead revision on (B)(6) 2017. The lead measurements were normal when tested with the pacing system analyzer. Poor connection between lead and can was suspected. The lead was reconnected to the device and all the measurements were found to be within normal range. The patient would continue to be followed. New info also states that the patient experienced shortness of breath and fatigue in the previous event reported on (B)(6) 2016.